Manufacturer narrative:
Unit received with detached, missing end cap. Unable to perform any testing due to detached, missing end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the back end of insulin pump dislodged from the body. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump had physical damage. The insulin pump will be returned for analysis.